Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for evaluation, therefore, visual analysis and functional analysis were not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicated that no anomalies were noted to the device during preparation/prior to use, continuous flush was maintained throughout the procedure, and the coil detached inside the microcatheter and was removed with the microcatheter. The same microcatheter was used to complete the procedure after removing the coil. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the subject device was not returned for analysis, a cause of undeterminable was assigned to the as reported event.

Event description:
It was reported that the subject coil was prematurely detached inside the micro catheter during procedure. The physician removed the subject coil along with the micro catheter from the patient's anatomy, replaced the coil and used the same micro catheter again to complete the procedure successfully. There were no reported clinical consequences to the patient.